Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type: lead, product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that upon normal battery depletion replacement, impedance check showed all contacts in existing lead were out of range and patient did not receive any stimulation. The cause was unknown. Lead replacement was scheduled for (B)(6) 2020. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.